Manufacturer narrative:
Evaluation results: one cadd solis pump was returned for investigation in used condition. The tamper seal was missing and the lens showed damage. A review of the event history log revealed the following messages: "9/23/2019 3:21:46 pm high alarm displayed: cassette not attached properly 9/23/2019 3:21:48 pm high alarm silenced: cassette not attached properly". A sensor test was performed and the customer reported product problem was replicated. The dso sensor was recalibrated as a result. The root cause of the product problem was attributed to production.

Manufacturer narrative:
Device was returned 10/01/2019. Investigation was started and awaiting for approval from sme.

Event description:
Information received a smith medical cad-solis vip pump cassette not attached properly. No patient involvement, as reported incident occurred during testing.